Event description:
It was reported that the customer experienced a blood glucose (bg) level of 639 mg/dl with moderate ketone levels. Suspected cause was alleged to be a continuous glucose monitor (cgm) unavailable alert resulting in control-iq features being disabled; however, cgm unabailable alert was not confirmed. Reportedly, pump reverted to personal profile settings at time of event. Customer delivered a correction bolus via pump to address bg level. The customer was admitted into the emergency room, subsequently hospitalized, and treated with insulin fluids. Customer was released from the hospital on (B)(6) 2023, with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.